Manufacturer narrative:
An inspection of the device confirmed there was no output from the serial digital interface (sdi) channel due to a faulty printed circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the visera elite video system center ¿sdi [serial digital] interface output was abnormal¿. This event occurred during reprocessing, prior to a gastroscopy procedure. The procedure was completed using another device. There was no report of harm or medical intervention with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The assumable cause of this issue was the faulty serial digital interface (sdi) output. From this inspection results, it was concluded that this was due to a faulty circuit board ("cm" board), but the cause of this fault could not be further determined. Olympus will continue to monitor field performance for this device.